Event description:
When trying to push chemo drug into IV bag, healthcare provider was unable to. The bag spike chemolock port malfunctioned and would not allow drug to be pushed in. Healthcare provider had to waste drug and remake patient IV chemo. Incident did not reach the patient.